Manufacturer narrative:
Due to additional information, fdd code a0104 was removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the "tapping", they stated that when they contacted patient services on (B)(6) 2023, they had just begun in the prior two weeks feeling a pulsating/tingling vibration internally. This was a new symptom to them. They wondered if this could be due to the device because they felt tapping like when adjusting the unit. They were instructed by the healthcare provider (hcp) office on (B)(6) 2023 that they wanted to feel a tapping in their bicycle region when adjusting the unit. They confirmed the sensation was in the bicycle seat region. The feeling was constant, so while it was not painful, it was very disruptive to them during their sleep. They would need to adjust their physical position often. They read the manual and were concerned if there were other effects or if there was any safety issues as they had an MRI coming up. They contacted their hcp and patient services and were advised to turn the unit off, so they did on (B)(6) 2023. They left it off and there was no change in bladder function so they questioned whether the unit was really off, had it shifted, or if the lead had become loose. They also mentioned another device which delivers an electrical stimulation to their right leg and have successfully used both without interference. They didn't know if it might be interfering with the neurostimulator and causing the tingling feeling. The cause of the vibration even when they knew it had been turned off was not determined. On (B)(6) 2023 they turned the unit back on and turned it off again on (B)(6) 2023 because they were still feeling the vibrations. On (B)(6) 2023 they called back again and verified the unit was off. On (B)(6)19 the manufacturer representative (rep) was informed of the issue. On (B)(6) 2023, they met with the hcp and rep. The hcp said there could have been an improvement in bladder function which is why there was no difference when the unit of on vs. Off. They reported they visited the chiropractor but the hcp did not feel this would impact the device. They were advised to follow up with their neurologist to see if this was caused by something else. On (B)(6) 2023 they met with the neurologist who ordered an MRI of their cervical spine. On (B)(6) 2023 they had the unit turned back on and no longer felt the tapping in the bicycle region. The issue was not yet resolved. They still felt an electrical stimulation throughout their spinal cord and no longer felt the tapping in the bicycle region. They clarified that they read the user manual and it mentioned that there was a possibility that the device migrated, but the hcp did not have a device concern.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reports that over the past 2 weeks they have started feeling a tingling vibration internally. Patient also feels tapping like they do when they are adjusting the device unit. The vibration is constant and not painful, but it is disrupting their sleep. It's hard to get back to sleep because their body feels like it's vibrating. Wednesday night they turned off the unit and they never turned it back on because they are still feeling the vibration. Patient has an appointment on monday with the (B)(6) at their office to check the device. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient called back and stated they were still experiencing the same sensation as previously noted even with ins off. Patient said (B)(6) told them to call mdt to see if their ins was off or emitting a "active signal". Reviewed how to confirm therapy was off. Patient checked and confirmed ins was off. The patient was concerned the ins moved or something. Patient stated they have an appointment with (B)(6) on 10/31. Patient requested rep be made aware of the situation and come to the appointment if available. Emailed field staff. The rep reported they would reach out to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.